Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump has a black dot on the screen and no troubleshooting for possible display anomaly was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unable to perform displacement test or self test due keypad anomaly. No missing segments noted. A black dot on display is a normal condition when pump is on attention mode due to an alarm. Unable to verify active alarms due to unresponsive buttons. The device was received with cracked case at display window corners, display window, reservoir tube lip, battery tube threads, minor scratched display window and case.